Event description:
(B)(6) patient who stated sn#(B)(4) would alarm and infusion would stop in the middle of the night; states she received error messages the first 2 times but the third time, didn't see a message of any kind. States he is too nervous to use the pump any more and wishes to replace. Both are due for maintenance in (B)(6) 2017 but wishes only switch one this time. Not ready for next refill since he just opened up the latest shipment: f/u in 2 weeks for next refill. Sending replacement device and return box; no side effects reported from malfunctioning device. Dose or amount: 81 ng/kg/min. Frequency: q72h. Route: sq. Dates of use: from (B)(6) 2013 to ongoing. Diagnosis or reason for use: pah.